Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to an unknown cause. The caller declined to provide the blood glucose reading. The company representative attempted to collect information regarding the hospitalization, but the customer declined, stating that she would disconnect the call and not answer any future calls. Nothing further reported.